Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving a wrench code 6 (response button stuck). The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (wrench code 6) has been confirmed. Upon investigation the front response button was intermittent, causing the reported wrench code. The root cause for the defective front response button switch could not be positively identified. No adverse event resulted from the defective monitor. The pt received a replacement monitor.